Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the computer has an unknown failure. There was no patient impact.

Manufacturer narrative:
Analysis found that the hard disk was missing. Its not possible to do an investigation for the defect. The device cannot be repaired hdd was missing. It has been scrapped. If information is provided in the future, a supplemental report will be issued.